Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a small piece of the ipg wound came open. The patient underwent a revision procedure wherein the ipg was removed to washout the battery site to clear a possible infection and it was placed back in the same pocket. The patient was doing well postoperatively.

Event description:
A report was received that during the patients revision procedure, a small piece of the ipg wound opened a bit. The patient underwent a revision procedure wherein the physician removed the ipg to wash out the battery site and to clear possible infection and ipg was placed back in the same pocket. The patient was reportedly doing well postoperatively.